Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection verified the gsm antenna had broken and had circuitry exposed. Unit booted up correctly but was not able connect to merlin or complete transmission. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed circuitry of the gsm antenna was discovered during evaluation of the device. The hospital electronic unit was replaced and there were no adverse consequences reported by the user.